Manufacturer narrative:
The patient's death is being reported under complaint number 25-45652-2. Data analysis: inspection of the aic logs show the pump was recognized when initially connected and communication between the epc and the optical bench begins. When pump flow is initiated (p-level 9) approximately 14 minutes later, ¿processsampleforopminvalidsignalerror: calculator placement signal 1036¿ appears in the logs, followed quickly by the presence of a ¿placement signal not reliable¿ alarm. Flow is stopped and the pump is disconnected and reconnected. Communication between the epc and the optical bench resumes. Flow is resumed (p-level 9) and is again quickly followed by ¿processsampleforopminvalidsignalerror: calculator placement signal 1036¿ in the logs. A suction alarm is also noted. After the appearance of a second ¿placement signal not reliable¿ alarm, the pump is disconnected and the console is shut down. Examination of the rt logs show that when the pump is initially connected, snr values are acceptable at approximately 5000. When pump flow begins, snr levels fall precipitously to values below 500. The aic logs confirm the complaint of unreliable placement signal both when the pump is initially connected, as well as after it is disconnected and reconnected. See below for all attachments. Device analysis: 5s parameters and an optical bench fringe pattern were acquired. 5s parameters were all in the acceptable range and the fringe pattern showed an amplitude of 2.6v. The console and a test pump were placed on a bench and allowed to run overnight at p-level 4. No placement signal alarms occurred. The console was opened and the cables and connectors between the optical bench and epc were inspected with no integrity issues found. The console was further tested with two different pumps with a p-level setting of 9. Inspection of the newly generated rt logs did not show the same drop in snr at high p-levels that occurred in the initial logs. The complaint of placement signal alarms was never reproduced using the test pumps available. The optical connector on the console was cleaned with a ¿one-click¿ fiber cleaner. Root cause: because the complaint was not reproduced, the root cause is undetermined. Before returning the console to the customer, the following actions are instructed to be performed on (B)(6) : ¿ replace the pbm (0042-1125) replace the optical bench (0042-3015p) perform sections 18-20, 23 of the pm (0042-7309) perform a full functional check (0042-7316)

Event description:
Us complainant reported the patient had impella support and after the implant, there were placement signal not reliable alarms. The automated impella controller (aic) was unplugged and plugged back in to no avail. The aic was then replaced and alarm resolved. Patient later expired.

Manufacturer narrative:
Corrected information provided in h6. Type of investigation FDA code device not returned (4114) was reported in error. The device was received for evaluation.